Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a 1124 error code (cbit) check vent: battery failed. The device was in clinical use when the issue occurred; the device was removed from service. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's device would not turn on with ac power. It was reported that the device would reset on then off again. During troubleshooting, it was noted that event log had multiple entries of device running on battery power, and then power being restored. The rse advised the customer to leave device plugged in to the ac power in order to charge the battery; the rse also advised the customer to let the device run overnight to see if the issue could be duplicated. During follow up with the customer, it was reported that the battery test passed, no further errors were reported. The system meets the specification for the performed service and is returned to use.